Manufacturer narrative:
(B)(4). Torn iris and sleeve. Eval summary - the instrument was noted to have the iris valve and sleeve torn; the damage starts on the outside edge of the lower protective ring. No other physical damage was noted on the returned device. A potential cause for this kind of damage is the contact of a sharp device with the plastic membrane. For this reason the instructions for use indicate the following: "do not allow sharp instruments such as forceps to come in contact with the silicone rubber sleeves as puncture or tearing may occur". And "do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with the lap disc as this may weaken or damage the flexible silicone membranes." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during an unk procedure, the device ripped. Another device was used to complete the case. Case was extended but there was no consequence to the pt.